Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding or bruising occurred. The sensor was inserted into the abdomen on (B)(6) 2024. According to the patient, on (B)(6) 2026, the patient experienced bleeding outside sensor pod. The patient stated they went to the hospital because there was a lot of blood. The nurse treated the patient with stitches to the affected area, and had a bandage applied. There was no documentation of further medical intervention. No other details were documented. At the time of the report, the patient¿s condition is fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.